Manufacturer narrative:
The reported event of stretched helix was confirmed, but the reported events of low impedance, low current of injury, inadequate capture, docking issue, and difficult or delayed positioning were not confirmed. Visual inspection noted helix was not within specification, and its elongation is consistent with having occurred during procedure. Longevity assessment, and further analysis, including impedance, capture, and sensitivity tests were normal with no other anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient with pre-existing atrial fibrillation (af) presented in clinic for initial implant procedure on (B)(6) 2025. Prior to procedure, the patient was noted to be in active af. During the fixation of the right atrial (ra) leadless pacemaker (lp), its helix was noted to have shifted superiorly. A cardioversion was then performed to convert the af successfully. Then, the ralp exhibited a decrease in pacing impedance, low current of injury (coi), and high capture threshold. Electrical parameters were acceptable except for the coi, so the physician elected to reposition the ralp. However, the ralp was not redocked properly and was at an angle into the docking cap of the delivery catheter. Another attempt was made, and it was redocked; however, the ralp was difficult to be unfixed from the myocardium. Eventually, the ralp was removed out of the patient body, but the helix was found to be stretched. As a result, the ralp was not implanted, and an alternate near at hand was implanted instead. Patient condition was stable throughout.